Event description:
The c-arm elevation worm gear detached from the elevation motor and fell through the bottom of the c-arm. The detached gear caused the whole c-arm to tilt to one side. The c portion of the system dropped approximately 6-12 inches. There was no pt injury as a result of this malfunction.